Event description:
Procedure performed: zimmer 50mm press fit acetabular cup with 6.5mm cancellous screws with excellent purchase x2. During right total hip, tip of drill bit broke off in acetabulum of hip, embedded in bone and not retrievable. The third inferior screw tip of drill broke off in the hole. It did not exit through the cortex and was not removable through the acetabular hole since it was buried.

Event description:
Procedure performed: zimmer 50mm press fit acetabular cup with 6.5mm cancellous screws with excellent purchase x2. During right total hip, tip of drill bit broke off in acetabulum of hip, embedded in bone and not retrievable. The third inferior screw tip of drill broke off in the hole. It did not exit through the cortex and was not removable through the acetabular hole since it was buried.